Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. A renegade¿ hi-flo¿ fathom¿ system was selected for use. During procedure, it was noted that the tip of the fathom guidewire was detached and remains hanging at the end of the wire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Inspection of the catheter shaft was performed and revealed that the shaft was fractured approximately 5.5cm from the tip but not totally separated from the device and the tip showed bending damage as if it was manipulated to gain a preferred shape by the customer. The tip was still attached by the inner coil of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that tip detachment occurred. A renegade¿ hi-flo¿ fathom¿ system was selected for use. During procedure, it was noted that the tip of the fathom guidewire was detached and remains hanging at the end of the wire. No patient complications were reported.